Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. Customer stated they will continue to use the pump for insulin therapy.